Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl and drank soda to bring up blood glucose. Customer declined to troubleshooting for low blood glucose. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer stated that the insulin pump had insulin pump error alarms during basal. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that the fill cannula was recorded in daily history. The customer stated that they run self-test and it pass. The insulin pump will not be returned for analysis.